Manufacturer narrative:
Event description: updated. Device returned to manufacturer: updated. Device codes: updated. Device evaluated by manufacturer: updated. Device evaluation codes: added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/ cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The tip of the fiber was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 142,239 joules and 15:50 minutes "side firing and end firing at the same time" were noted. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok" reported. There was no injury to the patient reported.